Manufacturer narrative:
Initial and final MDR (B)(4) - MDR .

Event description:
Reference number (B)(4). Event occurred in the united states it was reported by the patient faced blockage in the tubing. The issue occurred last week for event one, 25-jun-2024 for event two and 26-jun-2024 for event three. The site was patient's abdomen. No further information was available..